Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 is 4-5pm for a high blood glucose level of 526 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they will call back to trouble shoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.